Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Probable cause based on reasonably known information was due to physical stress and wear , component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope distal sheath adhesive was found detached . There was no patient involvement.